Event description:
It was reported that the user experienced hyperglycemia with fingerstick readings in the 350 mg/dl range while using an ilet system with a teflon 23-inch infusion set, performed an infusion site change, and was advised to avoid manual meal announcements as corrections to prevent insulin stacking while allowing the pump to deliver correction insulin; a follow-up call indicated a subsequent low glucose of 65 mg/dl trending upward without symptoms or treatment, and the cause of the initial high was unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.